Manufacturer narrative:
Device not evaluated selected by mistake, the product has not been received for analysis.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had elevated capture threshold and elevated pacing impedance. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.